Event description:
Same patient as MFR # 6000089-2006-01838. It was reported that 1004 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified a 12mm lesion located in the mid left anterior descending (lad) with 85% stenosis and a 3.0mm reference vessel. Treatment consisted of pre-dilatation and placement of a 3.50x16mm taxus express2 stent, reducing the stenosis to 10%. The pt was discharged the following day on protocol doses of plavix and aspirin. At 1004 days following the index procedure, that night, the patient was found unresponsive and emergency medical services were called. When ems workers arrived they noted patient to be unresponsive and apneic. The patient was shocked at this time and was then noted to be in pulseless electrical activity. When the patient arrived at the emergency room acls was performed without success. The patient was pronounced dead at 12:28am. The cause of death (per the site) was cardiac arrest. The autopsy report notes cause of death to be "cardiac arrhythmia and/or acute myocardial infarction". The relationship of the event to the study device per the investigator was "unknown".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not avalable, and we not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.